Event description:
It was reported that the patient complained the stimulation turned on and off and was stronger (overstimulation) all on its own while playing billiards. The stimulation was stated to be intermittent. The patient used stimulation at about 6 amps. That same night, he got a jolt. When he went to turn the stimulation off or down, it showed 9 amps and caused his muscles to lock up. The patient could still adjust it stronger/weaker and turn it on/off. The patient was not around any noticeable electromagnetic equipment at that time or during the day and the cause was not determined. The patient reported this had happened 2-3 times. The patient did have adaptivestim turned on, but he did not recall if there was a position displayed on the screen when stimulation came on by itself. The patient also had less than 50% symptom reduction. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6), 2013, product type: lead. (B)(4).